Event description:
It was reported that a k-wire broke during an open reduction internal fixation of the clavicle surgical procedure. It was reported that following the insertion of the k-wire, the surgeon had drilled screws around it. It was noted that the k-wire had broken upon removal. Although the surgeon attempted to retrieve the k-wire, one-third of the k-wire was left in the patient. No patient information was provided. No further information was provided. This is the only device reported for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional code: lrn. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and not implanted/ explanted.(B)(4)